Event description:
It was reported that the atrial lead perforated the patient, the patient also developed an infection. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.